Event description:
It was reported, when the valve was removed from the patient, one of the leaflets was already found to be dislodged. The other leaflet was broken by a member of the surgical team after the valve was explanted. According to the surgeon, the dislodged leaflet remained in the patient. Additional information has been requested.